Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a defib/pads failure during operational testing and the device status log showed charge/shock failures. There was no patient involvement.